Event description:
The facility representative reported failure code 570. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 570 was confirmed. This fail code was caused by depleted batteries. The batteries were 83 discharges below alarm threshold and had 15 charge/discharge cycles. The main batteries were batteries replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.